Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4). This site is an (B)(4) manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle clipping device safe clip is not working. The following information was provided by the initial reporter: the mother of the patient communicates to inform that for two weeks or so (date not exact) the needle cutter does not work, she tries to insert the needle into the needle cutter but cannot. It shows that the needle cutter opens and closes well, but it seems as if it was covered.